Event description:
It was reported an alarm was heard and also confirmed by telemetry back in (B)(6) and the patient was supposed to have a consultation regarding replacement however that was rescheduled to (B)(6) 2012. It was noted the patient already had received oral baclofen for backup purposes and instructions from health care provider (hcp). The hcp later reported the patient had not been seen in the office yet as the patient had been in the hospital.

Manufacturer narrative:
Catheter model # 8731 serial # (B)(4) implanted on: (B)(6) 2005 explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient had five wounds on his back that had been there for a year. It was noted that they were open wounds that had not healed. The patient had also ¿been really sick.¿